Manufacturer narrative:
The insulin pump was received with no blank display noted and no frozen screen. All of the buttons are functioning properly no damage was on the keypad assembly. Inspected the connector on the lcd and no unlock keypad connector. The insulin pump passed displacement test, operating currents, self test and off no power test. However, the insulin pump was received cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were unresponsive. Insulin pump's display was only showing the icons on the top. Customer reported the insulin pump alarmed a battery alarm, and she was advised to remove the battery for two hours. The screen was frozen after the customer reinserted the battery. Customer's blood glucose was 15.6 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.